Event description:
Pt was undergoing implantation of a dual-chamber cardioverter-defibrillator system. The md was trying to cannulate the introducer into the pt when he noticed a piece of the introducer got separated from the unit tip. The md noted the tip had migrated into the right lower lung. Multiple attempts to retrieve the piece were made and approx 5 hours later, the piece was successfully retrieved under fluoroscopy. The pt developed a right pneumothorax and post-procedure hemoptysis requiring transfusion.